Event description:
The customer reported that the shaver ran on it's own inside the patient's shoulder. No injuries were involved, and the patient is reported to be doing fine. The procedure was completed with another handpiece.

Manufacturer narrative:
Investigation results: the shaver handpiece was reported to activate on its own. The handpiece was tested and the complaint was verified. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this failure mode.